Event description:
Analysis was approved for the generator. Visual examination of the generator revealed no anomalies with the generator. The generator performed according to functional specifications. Analysis was approved for the lead. Note that the majority of the lead body including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead. No anomalies were noted with the returned portion of the lead. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. There is no evidence to suggest an anomaly with the returned portion of the device. No additional relevant information has been received to date.

Event description:
A patient's explanted lead and generator were returned to the manufacturer from another medical device manufacturer. The products were explanted due to the patient's death. The patient's cause of death was listed as sudep. Analysis has not been approved for the explanted devices to date. No additional relevant information has been received to date.